Event description:
During the course of dissection, there did appear to be a small rent within the mucosa of the sigmoid colon about 3 cm in diameter. Given this rent and the continued difficulty in clearly identifying the ureters as necessary to free the ovaries, the physician was consulted and came to the or and assisted in completing the bso, lysis of adhesions, and ureterolysis and repaired the rent in the serosa of the sigmoid colon.